Manufacturer narrative:
Follow-up # 1 date of submission 3/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/02/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a cracked display screen. The pump powered on to a blank display. The pump was opened and test display was used; the pump was fully functional with the test display. Unrelated to the original complaint, it was observed that the audio bolus button cover was damaged but the button was still responsive during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.